Event description:
Customer reported that the touchscreen was less responsive. There was no adverse impact on the customer's blood glucose level. Customer declined follow-up and is in the process of getting a renewal pump.